Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the overdischarge has been resolved, and that the replacement antenna resolved the issue.

Manufacturer narrative:
Event date approximate.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient's ins recharger antenna had been kind of ripped since last year. The patient had started to notice it was taking longer to connect, and now they were unable to charge their ins at all and the battery was overdischarged. No patient symptoms or further complications were reported as a result of this event.